Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) procedure was being performed. Prior to the procedure, a baseline pe was noted. A watchman access system was positioned and a watchman laa closure device and delivery system were used. After the watchman laa closure device was implanted the physician noticed the pe had grown larger. The physician suspected there may have been a perforation from the sheath or the intracardiac echocardiogram (ice) catheter. The patient was monitored. No additional information is known.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) procedure was being performed. Prior to the procedure, a baseline pe was noted. A watchman access system was positioned and a watchman laa closure device and delivery system were used. After the watchman laa closure device was implanted the physician noticed the pe had grown larger. The physician suspected there may have been a perforation with the sheath or the intracardiac echocardiogram (ice) catheter. The patient was monitored. No additional information is known. It was further reported that the baseline pe was visualized via ice and the post-implant pe was visualized via transthoracic echocardiogram (tte), thus making it challenging to compare how large the pe grew. The baseline pe was noted to be trivial and surrounding the right ventricle. The closure device implanted was a 24mm device. Outside of monitoring, no additional intervention was required for the pe.